Event description:
It was reported that this patient received a shock from this implantable cardioverter defibrillator (ICD) while taking a bath, and went to the emergency room (ER). It was noted that this patient had covid and a fever at the time. Technical services (ts) discussed with patient that there may have been possible electromagnetic interference (emi) present. Patient was referred to clinic and following physician. It was undetermined if the shock was appropriate or not. No additional adverse patient effects were reported. Currently, this ICD remains in service.